Manufacturer narrative:
Additional information received reported the patient¿s (B)(6) and gender is male. There were no complications when removing the lens. Patient outcome is well. The explanted lens was replaced with another z9002 of a lower diopter (19.5). The physician¿s name (B)(6). Based on the additional information received the following fields have been updated accordingly: (B)(6). Gender/sex: male. (B)(6). Health professional: yes. Occupation: physician. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a tecnis monofocal model (B)(4) intraocular lens (iol) was explanted from a patient¿s operative eye as the patient experienced a myopic outcome post implant. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/27/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was returned cut in half. Both lens haptics were observed distorted/bent. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to ¿iol removal or explant¿ surgical procedure. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.